Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. They cycler underwent and passed a system air leak test, valve actuation test, and the load cell verification was within tolerance. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. There were visual indications of dried fluid in the recesses of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid could not be determined. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy on the liberty select cycler and the patient¿s suspected cva and gi bleed requiring hospitalization. However, it was confirmed by a medical professional these events were unrelated to pd therapy. It is well known that end-stage renal disease (esrd) are at risk for cerebrovascular disease at a rate 5 to 30 times greater than that in the general population. Additionally, gi bleeding with esrd patients is also a known to be a factor in hospitalization and mortality, mostly attributed to renal dysfunction. As it was confirmed there was no pd therapy involvement, the liberty select cycler can be excluded as a cause of this patient¿s adverse events and serious injury. Based on the available information, there was no specific allegation or objective evidence a fresenius product deficiency or malfunction caused or contributed to the patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient contact called into technical support with assistance with canceling the patient's pd treatment. The patient was disconnected and rushed to the emergency room (ER). There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient¿s pd registered nurse reported this patient discontinued a pd treatment at home and was taken to the emergency department for a suspected cerebral vascular accident (cva) on (B)(6) 2020. A gastrointestinal (gi) bleed was found, and the patient was admitted to the hospital on the same day. There was no report or confirmation if the patient experienced a cva or if stroke symptoms were associated with the gi bleed. The patient was able to undergo continuous cycling peritoneal dialysis (ccpd) therapy on a hospital provided liberty select cycler during this admission. The patient is recovering from this event and currently awaiting discharge. It was confirmed the patient suspected cva, gi bleed and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of the liberty select cycler or any fresenius device(s) or product(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home post-discharge.